Event description:
The user facility reported that after completing stent placement, when the angio-seal poly-foil pouch was opened, a kink was confirmed in the locator. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci) for left anterior descending artery (lad#6). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. A kink was noted at the blood inlet hole of the arteriotomy locator. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the locator due to handling prior to device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).